Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: upon opening the box, the items inside had water damage the failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper handling/shipping supplier; environmental conditions.

Event description:
It was reported that the device had water damage.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: upon opening the box, the items inside had water damage. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be improper handling/shipping supplier; environmental conditions

Event description:
It was reported that the device had water damage.